Event description:
Successful insertion of andersen tube. First stylet could not be withdrawn from ng tube due to handle breaking off stylet. Second stylet handle also broke off during withdrawal. Another tube inserted with success. No parts were left in pt and there was no pt harm.